Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that there was a loose cable to the x ray battery display. Connection was reseated and issue was resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was unable to acquire 2d images. The hand switch and foot switch were both tried without resolution. The system was then rebooted, but the issue persisted. The system was reportedly in the docked position and there were no x-ray lights or sounds when the exposure button was pressed. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully using a c-arm after a reported delay of less than one hour. The patient was not affected.